Manufacturer narrative:
A device history record (DHR) review could not be conducted since the lot number provided is an invalid number.

Event description:
The event is reported as; complaint alleges: customer called saying there is a blockage in the bag so that nothing can go in and nothing comes out. No pt injury reported. Pt current condition is fine.